Manufacturer narrative:
The customer replaced the flow sensor to address the reported problem.

Manufacturer narrative:
Event date: (B)(6) 2018 /(B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator has no occlusion alarm. The customer reported that the unit was not in use on patient. The event date was not specified, estimate used.